Event description:
When the device was removed from the package it was found to be damaged. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath was returned for analysis. The device was returned for analysis which revealed a small tear in the tip of the sheath.

Manufacturer narrative:
When the sheath was first received at boston scientific's post market laboratory the sheath was visually inspected and a small tear at the tip of the sheath was identified. The cause was determined to be due to quality control deficiency as it seems that the damage was present when the sheath was first removed from the packaging.